Event description:
Stapling device placed across pulmonary artery-device did not fire appropriately - 2/3 of the row did not fire. Specimen side of artery not stapled - some bleeding occurred - controlled with suture.